Event description:
Customer reports one incident of a blood leak at the onset of patient treatment on an unknown use number. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 50 cc's. Treatment was resumed with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.